Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the reported allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The following were performed: external/internal visual inspections, receiver charge and boot, final functional test and pairing test, pairing/calibration/performance/range test and the data file was reviewed. The reported allegation was confirmed via data. The probable cause could not be determined post investigation.